Manufacturer narrative:
The equipment operator manual states, (pp.11) "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precaution." The manual further states, (pp.16) "when handling hydrogen peroxide wear appropriate ppe and observe all safety precautions." Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that an operator noticed a small amount of liquid on the instrument pack after a completed cycle. The employee proceeded to touch the liquid and remove the instrument, and obtained a white mark on her hand. The user facility also reported a second employee was "splashed" on her arm from residual liquid on the instrument.

Event description:
The user facility reported both employees are fine with no sustaining injuries.

Manufacturer narrative:
Steris distributor, device technologies (B)(4), inspected the unit and found it was operating properly; no issues were noted and the unit was returned to service. The operator manual states (pp. 16): "prior to sterilization all materials and articles must be thoroughly cleaned and dry. Failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilization cycle." The reported event can be attributed to the load not being sufficiently dried prior to starting of the cycle and as such, liquid remained on the instrument pack at the end of the cycle. (B)(4) conducted in-service training for user facility personnel on the proper operation and use of the equipment.